Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this defibrillator was explanted due to premature battery depletion. The defibrillator recorded a code 1003. This code is indicative of battery voltage too low for the projected remaining capacity. A surgical intervention was performed to resolve the issue. No additional adverse patient effects were reported.